Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 23 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed and the no further information was provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer was hospitalized due to low blood glucose of 23 mg/dl on (B)(6) 2019. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Customer was in a car accident due to a low blood glucose. Emergency medical service was dispatched as a result of low blood glucose. The customer was treated with glucose and intravenous injection.